Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no laser available, no error code was displayed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Correction supplemental medical device report (smdr) # 02 is being filed to correct the date received by manufacturer date on the initial report, filed earlier. Incorrect date of 10/06/2017 is being corrected to 11/06/2017. (B)(4).

Manufacturer narrative:
Software rev has been corrected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the embedded laser in the system was not available. Additional information was requested, but none has been received to date. The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted that there was no communication to the modules in the base. The company service representative checked the power controller and power distribution and found no issue. The company service representative then replaced the base ethernet switch printed circuit board (pcb) and was able to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 22, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming base ethernet switch printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).